Event description:
During the review of knee surg sports traumatol arthrosic paper, the following calaxo issues were noted. Patient presented post-operative condition with a new onset of prominent lump at the site of the tibial wound, 4 - 6 months following the procedure.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)